Manufacturer narrative:
This report is filed on october 9, 2013.

Event description:
Per the clinic, the patient experienced intermittencies, poor sound quality, and a decrease in performance, and the issue could not be resolved. The device was explanted on (B)(6) 2012, and the patient was reimplanted with a new device from another manufacturer during the same surgery.